Manufacturer narrative:
Concomitant medical products: (lot#n6k1058ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, bowel obstruction/problems, recurrence, mesh detachment, and mesh failure. Post-operative patient treatment included revision surgery.